Manufacturer narrative:
A field service engineer (fse) went onsite to assist the customer. The fse replaced the base assembly and confirmed the reported issue was resolved. The fse replaced base assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the frame was not secure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the frame was not secure. The device was unable to be secured on the universal stand. Onsite service is currently pending, and the investigation is ongoing.